Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Fluid loss in the left cylinder was noted after explanting. The ipp was explanted and replaced. There were no patient complications reported.